Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A nurse reported via phone call that the insulin pump had an error alarm. Blood glucose level at the time of the incident was not provided. Troubleshooting could not be performed as the caller did not have the insulin pump available at the time of the call. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a64 due to faulty electrical component on the radio frequency board. No cosmetic damage noted.